Event description:
All attempts for further information from the treating neurologist regarding the vns partial programming event have been unsuccessful to date.

Event description:
Reporter indicated the patient was found to be set to 0ma in (B)(6) 2008 and the settings were corrected at that time. The reporter is aware to always perform a final interrogation to verify all vns settings are correct.

Event description:
During manufacturer review of a patient's vns programming history it was noted a partial programming event occurred which changed the output current to 0ma on (B)(6) 2008. It is not clear from the time that the event occurred whether or not the partial programming event was corrected at the same visit. The next interrogation in the history on (B)(6) 2008, documents the patient's vns was set to 2ma. Attempts for further information are in progress.

Manufacturer narrative:
Analysis of programming history.